Event description:
Complainant alleged that after delivering multiple shocks to a (B) (6) female pt in cardiac arrest, the device would not convert the pt's heart rhythm. The clinicians obtained another device and were able to convert the pt to a normal sinus rhythm.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation.